Event description:
A report received from the (B)(6) stating that an 840 ventilator had a graphical user interface (gui) screen that was inoperative during use. The user facility also stated that the ventilation didn't stop. No patient harm was reported.

Manufacturer narrative:
The graphical user interface (gui) central processing unit (cpu) was replaced. Upon completion of the investigation, a supplemental report will be submitted. Covidien ref: (B)(4).